Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys rubella igg on a cobas e 801 module. The sample resulted in a rubella igg value of 14 iu/ml (reactive) when tested on the e 801 analyzer. The sample was repeated on a vidas instrument, resulting in a negative rubella igg result.

Manufacturer narrative:
The following information in b5 is incorrect: "the initial reporter stated they received discrepant results for one patient sample tested with elecsys rubella igg on a cobas e 801 module. The sample resulted in a rubella igg value of 14 iu/ml (reactive) when tested on the e 801 analyzer. The sample was repeated on a vidas instrument, resulting in a negative rubella igg result." The customer has confirmed the correct b5 information as follows: the initial reporter stated they received discrepant results for one patient sample tested with elecsys rubella igg on a cobas e 801 module. The issue occurred in (B)(6) 2024. The specific date of the event is not known. The sample resulted in a rubella igg value of 15 iu/ml (reactive) when tested on the e 801 analyzer. The sample was repeated on a vidas instrument, resulting in a negative rubella igg result. The following information in b6 is incorrect: "in (B)(6) 2024, the patient had a rubella igg result of 15 iu/ml (reactive)." The customer has confirmed the correct b6 information as follows: on (B)(6) 2024, the patient had a rubella igg result of 14 iu/ml (reactive). The patient sample was tested at another site using the vidas rubella igg and rubella igm method. With the vidas method, the rubella igg result was 6.95 iu/ml (negative) and the rubella igm result was 0.21 index (negative). Additionally, the sample was tested with the mikrogen rubella igg western blot and was positive for e1 antigen. It was concluded that the patient is immunized and a carrier of protective antibodies. Medwatch fields a2, a3, and d4 have been updated.

Manufacturer narrative:
Calibration and controls were acceptable. Elecsys rubella igg reagent lots 786976 and 764061 (expiration = 31-oct-2024) were used by the customer. The investigation did not identify a product issue. The reactive elecsys rubella igg result is in line with the conclusion from the other site that the patient is immunized and a carrier of protective antibodies.